Manufacturer narrative:
The catheter was returned in the box and outer pouch. The catheter is clean. The balloon has a lateral tear. Microscopic inspection of the balloon revealed nothing that would have caused the burst. A comparative catheter was pulled and tested for rated burst pressure. The comparative catheter was the same diameter balloon, but a different catalog number and lot number of tyshak ii catheter. The balloon was immersed in a body temperature batch and inflated until it failed. The balloon burst at 2.5 atm, which is well above the labeled rated burst pressure of 1.5 atm. The balloon burst resulted in a longitudinal burst. As per the report from the facility, this catheter was being used off label for aortic valvuloplasty. This catheter is only indicated for pulmonary valvuloplasty. It is unknown as to what pressure the catheter was taken to when it burst. The physician was not able to provide the burst pressure.

Event description:
As per the report from the foreign user and distributor - aortic dilatation procedure was performed, initially using the tyshak ii balloon numbered 25.00 mmx4.0 cm used 9f valve sheath according to manufacturer. At the moment of a single expansion of the balloon the same one broke up returning blood in the syringe isufladora.